Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (nondesign/non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was report that implant was placed in tooth site #29 just after extraction of natural tooth on (B)(6) 2020. Patient returned on (B)(6) 2020 and implant was removed due to infection. Patient has history of osteoporosis. No further injury to the patient was reported.